Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited noise. An invasive investigation revealed that the rate/sense portion of the lead was fractured.